Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in third party assistance; bg value and cause were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.